Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that after implant a partial perforation of the ICD lead into the pericardial space was observed. During the procedure there was no evidence of bleeding into the pericardial space. The lead was completely removed and replaced. There were no complications and the patient was in stable condition.